Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) uniht, (titanium hexed uniscrew) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. Device history record (DHR) review was completed for the subject lot number 1255386. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1255386 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products uniht, titanium hexed uniscrew lot 1235725. E1: reporter email address unknown / not provided.

Event description:
It was reported that screws fractured. Tooth location 32 and 34.